Manufacturer narrative:
Ps338488. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the photograph provided by the customer, and our knowledge on the product. Results: visual inspection of the provided photograph revealed that one side of the tubing was detached from the cannula. On the provided photograph, glue residue is visible on the surface of the detached tube. Conclusion: the observed disconnected tube was most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in the (B)(6) reported that a ojr414 optiflow junior 2 nasal cannula was damaged and the tubing was "disconnected from the interface". The damage was found during patient use. There was no reported patient consequence.